Manufacturer narrative:
Bwi continues to attempt to obtain additional information. A supplemental report will be submitted to the FDA if the information becomes available. No DHR review could be performed since lot number was not provided by the customer. (B)(4).

Event description:
On (B)(6) 2013, it was reported to a bwi employee that a fatal vt case occurred involving a bwi sf catheter. No other information was provided. Several attempts have been made to try to obtain detailed information regarding this case with no success.

Manufacturer narrative:
On (B)(6) 2013, bwi received an event reported by an internal employee staying that a fatal vt case occurred. No additional information was provided at that time. The event was submitted to the FDA as a serious injury under report #: 9673241-2013-00277. Follow ups were performed and, on october 10, 2013 additional information was obtained clarifying that this event was previously reported in our database under (B)(4). The same event was reported as a death under report #: 9673241-2013-00317. (B)(4).